Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. No burn marks on screen noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen had what appeared to be a burn mark on it. Customer's blood glucose was 392 mg/dl. Customer was advised that insulin pump would need to be replaced.